Event description:
A covident vascath was placed at the rij and due to poor functioning needed replacement. The patient was sent to ir and shortly after arrival was noted to be in acute respiratory distress. The md noted that the vascath had been improperly clamped-the tubing was coursing alongside but not through the plastic clamp, and the catheter lumen was therefore wide open to air. Air embolism had occurred.